Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Does the surgeon believe that any of the ethicon products (ethilon suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products (ethilon suture) used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: the orthopaedic journal of sports medicine, 9(3), 2325967120986884 doi: 10.1177/2325967120986884 .

Event description:
Title: a novel retensioning technique for arthroscopic repair of pasta lesions a clinical and radiologic outcome study of 24 shoulders. The purpose of the study is to introduce a novel ¿retensioning technique¿ for arthroscopic partial articular supraspinatus tendon avulsion repair and to assess the clinical and radiologic outcomes of this technique. Between january 2011 and december 2015, 24 patients whose partial articular supraspinatus tendon avulsion lesion were treated using the retensioning technique were included in the study. There were 13 males and 11 females with a mean age of 57.58 +/-6.95 years (range 43-71). When the retensioning procedure was performed, the surgeon used 2 spinal needles, 1 nylon strand no. 1 ethilon (ethicon), and 1 competitor¿s monosyn strand. Postoperative 1-year outpatient follow-up with comprehensive physical examination was performed for 20/24 patients. The mean follow-up period in this study was 57.62 ± 23.43 months. Complications include persistent shoulder pain for up to 1 year with poor range of motion and functional results (n=1). In conclusion, the retensioning technique showed improved range of motion and pain and functional scores as well as good tendon healing on MRI scans at 6-month follow-up in the majority of patients. Thus, the retensioning technique appears to be reliable procedure for the pasta lesion. Patient info: no. 1 ethilon (ethicon): a (B)(6) female had persistent shoulder pain for up to 1 year with poor range of motion and functional results. Treatment: a (B)(6) female had persistent shoulder pain for up to 1 year with poor range of motion and functional results. Treatment: arthroscopic pancapsular release and bursectomy without rotator cuff repair were performed. At 3 years after reoperation, the patient¿s shoulder outcomes were subjectively unsatisfactory. However, her range of motion was good although her functional scores were poor.